Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 478 mg/dl and 80 mg/dl. No adverse event reported. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.